Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12289268-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included ovarian cyst. Concurrent conditions included uterine leiomyoma, adenomyosis and uterine bleeding. On(B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), blood loss anaemia ("anemia,"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods),"), dysmenorrhoea ("chronic, dysmennorhea (cramping"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions") and migraine ("migraines,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dyspareunia, metrorrhagia, dysmenorrhoea, cardiac disorder and blood disorder had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, hypersensitivity, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, blood disorder, blood loss anaemia, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain dyspareunia (painful sexual intercourse), chronic, dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, bladder probs., urinary probs she received treatment for allergy, fatigue, other, gi conditions, migraines, weight gain: no. Trailing coils: right-4, left- 2 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding'), menorrhagia ('menorrhagia (heavy menstrual bleeding') and blood loss anaemia ('anemia,') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), blood loss anaemia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods),"), dysmenorrhoea ("chronic, dysmennorhea (cramping"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions") and migraine ("migraines,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full), salping b/l). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dyspareunia, metrorrhagia, dysmenorrhoea, cardiac disorder and blood disorder had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, hypersensitivity, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, blood disorder, blood loss anaemia, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain dyspareunia (painful sexual intercourse), chronic, dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, bladder probs., urinary probs she received treatment for allergy, fatigue, other, gi conditions, migraines, weight gain: no. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury was replaced with dyspareunia (painful sexual intercourse), chronic, dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, blood/heart disorder, allergy, bladder probs., urinary probs, fatigue, other, gi conditions, migraines, weight gain, essure confirmation test: no added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12289268) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included ovarian cyst. Concurrent conditions included uterine leiomyoma, adenomyosis and uterine bleeding. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), blood loss anaemia ("anemia,"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse"), metrorrhagia ("metorhagia (bleeding b/w periods),"), dysmenorrhoea ("chronic, dysmennorhea (cramping"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder"), hypersensitivity ("allergy"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue,"), gastrointestinal disorder ("gi conditions") and migraine ("migraines,") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, blood loss anaemia, abdominal pain, back pain, dyspareunia, metrorrhagia, dysmenorrhoea, cardiac disorder and blood disorder had resolved and the genital haemorrhage, vulvovaginal pain, abdominal pain lower, hypersensitivity, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, migraine and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, blood disorder, blood loss anaemia, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, urinary tract disorder, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: she received treatment for pain dyspareunia (painful sexual intercourse), chronic, dysmenorrhea (cramping), pelvic/abdominal, back, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, blood/heart disorder, bladder probs., urinary probs she received treatment for allergy, fatigue, other, gi conditions, migraines, weight gain: no. Trailing coils: right-4, left- 2. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received. Lot number, reporters information and medical history were added. Event genital haemorrhage, menorrhagia, blood loss anaemia were updated to non serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery ( to remove one or more of the essure coils.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.